Event description:
It was reported that the catheter was placed in 2003 and a chest x-ray was taken that showed the catheter to be located in the right internal jugular vein, with the catheter having a very tortuous course, deviating to the right in an oblique manner with the tip lying against the vessel wall. The radiologist recommended withdrawing the catheter at least 7cm and repositioning it. However, the catheter was left in the exact position, and left in place for 4 days. On the 4th day the patient suffered an ischemic stroke. An x-ray was taken and the catheter was located in the right carotid artery. The patient was treated immediately, and patient is currently undergoing therapy. Patient is expected to make a full recovery. The hospital admits that this event is due to user error and there is no indication of any product deficiency.